Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging the test strips were missing from her onetouch verio iq meter system kit. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about 1-2 months prior to contacting lfs. The patient manages her diabetes with oral medications (type/ amount not specified). It is not known if the patient made changes to her usual dose of medications; however, the patient reportedly took more food and/ or drink. It would have been helpful to know whether the patient continued testing her blood glucose using other strips or another device. After the start of the alleged issue, the patient claimed she had a symptom of ¿fainting.¿ the patient was reportedly brought to the emergency room (ER) and was administered intravenous (IV) glucose as treatment. About a month prior to contacting lfs, the patient also reported obtaining a blood glucose result of ¿962 mg/dl¿ with an ER/ hospital meter. Additional symptoms or treatment were not specified from that time. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom and obtained a blood glucose result with another meter suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.